Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with an altered mental status. A remote transmission was sent that indicated undersensing of the right ventricular (rv) lead on the presenting rhythm which was leading to errant pacing. The lead remains in use. No further patient complications have been reported as a result of this event.